Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed insulin flow blocked four times. The customer¿s blood glucose was 120 mg/dl at the time of the incident. The customer was assisted with performing a 5.0u fill cannula and insulin exited. Customer was able to remove the set and examine the cannula and reported that the cannula was not bent. The customer declined further troubleshooting to determine if cannula/site connection may be occluded. The customer agreed to return the infusion sets and reservoirs due to recalled sets/occlusion. The insulin pump will not be returned for analysis.